Event description:
It was reported that an asymptomatic patient presented in clinic during a follow up in backup vvi. A device download was successfully performed and resolved the issue. No reported adverse events as a result of the backup vvi mode.